Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient presented 4-weeks post of with draining wound and fracture of femur. Implant was seen to be loose upon surgical inspection and was removed with zero effort. Xrays will be sent under separate cover.